Manufacturer narrative:
Evaluation of the returned device september 25, 2015 found red unknown material exiting from the medial section of the distal assembly. Under microscope the material appeared to be originating from within the distal assembly lumen. The material appeared to be exiting through a hole which was between two stainless steel coils. The material was soaked for approximately 24 hours and the unknown material had an elastic type feel and appearance consistent with tissue. It was determined the material was not pet or tecothane from the distal assembly.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
Contralateral access from the right groin to treat the distal left sfa, which was diffuse and heavily calcified. The physician initially used an 035 wire with a support catheter. The physician then exchanged the catheter for a trailblazer. The lesion was crossed yet there appeared to be a small sub intimal track on the lateral side. The physician exchanged the wire for a 014 wire. The hawkone made approximately three passes, avoiding the questionable sub-plane. The physician removed the device for an angiogram that revealed a small filling defect on the lateral wall. The tech observed debris on the outside of the nose cone of the device. Therefore the procedure was successfully completed using a powercross 4x100 to pre dilate then an everflex 8x150, which was post dilated with an evercross 6x150, in addition to an evercross 5x40 for the mid stent focal filling defect which resolved after post-dilatation. Additional information received noted that the filling defect was contrast leaking into the subintimal space.